Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During testing the device alarmed system error 345 (thermistor disparity). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause is attributed to a contaminated thermistor. The device was deemed unserviceable due to multiple component failures on the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6: investigation conclusions. Correction h11: the device was received for evaluation. During initial device testing the device alarmed system error 345 (thermistor disparity). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause is attributed to corrosion on the j6 connector of the input/output board, as well as in the surrounding area. The input/output printed circuit board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is pending further evaluation at the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.